Manufacturer narrative:
The involved device was discarded by the user facility and the lot number is not known. Therefore, the investigation was limited to the assessment of user facility information and evaluation of reserve samples from random production lot samples. No abnormalities or defects were noted on visual inspection and all samples passed functional testing. A review of the complaint files confirmed that there has been only 1 previous report of this type of incident for this product code in the last 2-years. There is no indication that either event was related to a device defect or malfunction. Follow up communication with the user facility confirmed that the nursing staff has received in-service training on the proper way to activate the protection device since this event. The device labeling does address the potential for such an occurrence in the warnings/cautions and the instructions-for-use with statements such as the following: "handle with care to avoid needlesticks. If a needle is bent or damaged, no attempt should be made to straighten needle or use the product. Precaution: keep hands behind the needle at all times during use and disposal. For greatest safety, activate the safety sheath using a one-handed technique away from self and others. Push the tab forward with your finger or thumb so that the sheath is less than 90 degrees from the needle. Note: keep your finger or thumb behind the tab at all times. Position the sheath approximately 45 degrees to flat surface. Press down with a firm, quick, motion until a distinct audible click is heard. Visually confirm that the needle is fully engaged under the lock. Dispose of used needles and materials following the policies and procedures of your facility as well as federal and local regulations for sharps disposal." All available information has been placed on file in quality assurance for appropriate tracking, trending, and follow-up.

Event description:
The user facility reported that a nurse incurred a needle stick with a used hypodermic needle while trying to engage the safety sheath feature. The user facility confirmed during follow-up communication that, the nurse accidently bent the needle while attempting to engage the needle guard, and then was subsequently stuck in her finger when she picked up the needle. The user facility reported that the nurse was given a tetanus booster as a precautionary measure.